Event description:
On 8/4/93, the pt had a catheter replaced. On 12/29/95, the pt had a chest x-ray taken which showed the tip of the catheter in the right atrium. On 1/2/96, the pt had the broken tip removed.